Event description:
It was reported when using the pyxis medstation es system had drawer unable to be opened.the user mentioned that there was a delay happened during dispensing a medication.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the improper drawer function. A field service engineer advised the customer to have an in-house technician investigate the problem. The customer reported that the drawers operated correctly after the technician addressed the issue. The device functioned as intended after the customer resolved the issue.